Event description:
It was reported that the system 9600emi's c arm rotation brake was not holding creating a hazard. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative was performing a preventative maintenance call when the malfunction was discovered. The brake mechanism will be replaced. Additional problems are not anticipated once repairs are affected.